Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing an angioplasty in the left main coronary artery using an indigo system catrx aspiration catheter (catrx), a sheath, and guidewires (.014). It was reported that the patient''s anatomy was tortuous. During the procedure, the physician tried to advance the catrx over the guidewire but encountered resistance. The catrx was removed along with the sheath and the guidewires. Upon removal, the catrx was found to be fractured at the tip. The procedure was completed at this point. There was no report of an adverse effect on the patient.